Event description:
It was reported to nova biomedical, that a consumer received seven back to back results of 450 mg/dl and higher on their blood glucose meter. The consumer administered 20 units of insulin at 11:00am. According to the consumer, he experienced a hypoglycemic event which did require medical intervention by emts. When they arrived, they tested him in their blood glucose meter getting a result of 30 mg/dl. The test strips and the meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.